Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a diluent and clenz leak in the bsv (blood sample valve) area of the coulter lh 750 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a tubing on the bsv, wm7, was leaking. The fse replaced the tubing from wm7 to fit through y21.

Manufacturer narrative:
(B)(4).